Event description:
The customer reported that the system intermittently overheated and shut down. This resulted in intermittent system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer believed the system may have been experiencing an intermittent image processor pcb failure, however the reported issue could not be duplicated and no definitive cause could be determined. The system was tested and found to be working as intended and put back into service.